Manufacturer narrative:
A titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation, microscopic evaluation revealed partial separations within abrasion in both pump exhaust tubes. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing and pump strain reliefs, indicating repetitive contact between surfaces. Microscopic evaluation revealed the surface of the detachment end of the shorter pump exhaust tubing to be rough and irregular, indicating sufficient stress was exerted to separate the site. No functional abnormalities were noted with the pump. Microscopic evaluation revealed partial separations within abrasion in the cylinder 1 exhaust tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed confined abrasion in the cylinder 2 exhaust tubing at the tubing/strain relief junction, indicating that the tubing may have been kinked and abrading against itself for a period of time. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed the detachment end of the cylinder 1 exhaust tubing to be rough and irregular. No functional abnormalities were noted with cylinder 1 or cylinder 2. Microscopic evaluation revealed confined abrasion in the reservoir inlet tubing at the tubing/strain relief junction. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, surface abrasion, noted on all pump tubing and strain reliefs, matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress on the shorter pump exhaust tubing. It was concluded that the rough and irregular surfaces associated with the detachment ends of the shorter pump exhaust tubing of cylinder 1 indicated that sufficient stress(s) was most likely exerted to separate the site while in-vivo. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
Additional information received further reported that there was a fracture between the pump and the cylinder.

Manufacturer narrative:
Lot number: 2478512. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, there was a leak in the tubing by the pump which resulted in the device being explanted and replaced with a new device.